Event description:
MFR. Reference report: 1627487-2019-05560. It was reported that the patient had a trial procedure that was abandoned on (B)(6) 2019. During the procedure the patient appeared to be coughing and then the physician had to intervene because the patient was desatting. The incision was closed and no products were implanted. The patient was discharged without issue.

Event description:
Manufacturer reference report: 1627487-2019-05560.